Event description:
Caller states the pt tested 7.1 inr using strip lot 395a-e3 while a comparison lab drawn within 4 hrs returned as 3.6 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.